Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. During support, the patient developed limb ischemia. The physician decided to remove the impella 2.5, it was reported that the patient was stable.

Manufacturer narrative:
The investigation for the reported limb ischemia ¿ reversible issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.